Manufacturer narrative:
Batch review performed on 28 may 2018; lot 177631: (B)(4) items manufactured and released on 22 january 2018. Expiration date: 2023-01-11; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed on 18 may 2018: postoperative femoral fracture occurred few weeks after primary cementless total hip arthroplasty. This event may be due to normal intraoperative bone weakening due to femoral preparation but other unknown patient characteristics may have contributed. In this case, there is no reason to suspect a malfunctioning device.

Event description:
About 15 days after surgery the surgeon revised the patient for a femur fracture. Stem, head and liner substituted successfully.